Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was very hard to understand, and as much info as was able to make out was gathered from the patient. Patient reported having too much gas and when patient went to the bathroom only gas came out. Patient stated when something did come out it was liquid. Patient was asked if he would turn off the bowel sensor, it was reviewed with that patient that he could turn stim off completely but there was no bowel sensor and it was reviewed with the patient how the device functioned. No complications reported. No further symptoms reported.